Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and the expiration date are unknown. However, the complainant reported that the device was not expired. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip¿ stone retrieval basket was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, a zero tip¿ stone retrieval basket was used to capture a 7mm stone, but was unable to be removed from the ureter. The zero tip¿ stone retrieval basket was unable to release the captured stone. The physician cut the device with scissors at the handle, but could not get the basket with entrapped stone out of the scope. A laser fiber was then used to break the stone into smaller pieces, and the basket was able to be successfully removed from the patient. The procedure was completed with another zero tip¿ stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.